Event description:
It was reported that a lead integrity alert was issued. Follow up with the physician revealed the right ventricular (rv) lead and superior vena cava (svc) coil displayed variable impedance with out of range high measurements. It was suspected that the lead and coil were fractured. The patient was admitted to the hospital for an intervention to be performed. Subsequently the representative was unable to reproduce the high impedance measurements but did observe variable measurements. Technical services discussed troubleshooting techniques and to consider lead replacement if lead compromise is suspected. Additional information was received that the lead and coil were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: 511212, enpath medical lead, implanted (B)(6) 2010; 4968-35, lead, implanted (B)(6) 2010; d224drg, ICD, implanted (B)(6) 2010. (B)(4).